Event description:
The pump delivered faster than programmed. The device was set to deliver a solution of mag-sulfate with a rate of 17m/hr for 6 hours infusion in piggyback mode. The nurse left room and came back in 1/2 hour and the fluid was gone. There was a patient injury.